Event description:
The system controller was exchanged on 22jul2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged strain reliefs on the power cables of the heartmate 3 system controller was confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was submitted for review and showed events spanning approximately 7 days (21jul2021 ¿ 28jul2021 per timestamp). There were no notable alarms active in the log file. Additionally, a log file was downloaded for review that showed events spanning approximately 4 days (19jul2022 ¿ 22jul2022, 20sep2022 per timestamp). Events occurring on 20sep2022 were recorded during testing at abbott. The driveline was disconnected on 22jul2022 at 11:35:34 for a system controller exchange. There were no notable alarms active in the log file that would indicate an issue with the system controller. The system controller was functionally tested and operated without any alarms activating during testing. The controller was connected to a mock circulatory loop for an extended period of time and operated at the set speed without any issues. A root cause for the reported event was unable to be conclusively determined through this investigation. The incidental finding of fluid ingress was found during the investigation of the system controller. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate iii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b2: "required intervention to prevent permanent impairment/damage (devices)" incorrectly selected in previous report. Manufacturer's investigation conclusion: the reported event of a damaged strain relief was confirmed via the submitted image. The heartmate 3 system controller (serial number: (B)(6) ) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 7 days (21jul2021 ¿ 28jul2021 per timestamp). There were no notable alarms active in the log file. Although no product testing was performed, an image was submitted that showed a damaged strain relief on the black power cable. A root cause for the damage to the strain relief was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) ) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate iii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had some damage to the housing of their power cables. There was no obvious damage to the power cables underneath the housing. It was also stated that the patient did not have any alarms.